Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was hotter than expected when not plugged into a power source. Reportedly, the customer is unsure if blood glucose (bg) levels had been impacted. Tandem technical support reviewed pump data, and pump was operating as expected. Customer will continue to use the pump for insulin delivery.